Event description:
It was reported that the patient experienced a loss of therapeutic effort. Her device has been reprogrammed several times. Her device has never worked for her. She felt nauseous and has a metallic taste in her mouth. Since a fall the pt's device has been more surface level. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).